Event description:
The treatment unit was the nucletron hdr v3. The event was an under dose for 2 fractions (bid). The dose prescription per fraction was 4 gy. The dose delivered per fraction was 0.4 gy. The total under dose was 7.2 gy. The event was caused by a software bug that updated the isodose lines upon changing the normalization, but did not update the dwell times. This was the first time we had used this particular normalization method with this planning system so other patients would not have been affected by this bug. The event was discovered during our qa check for the patient. Patient qa involves reloading the patient's plan each day and recalculating the dwell times. The dwell times were updated after the plan was reloaded and the error was discovered. The attending was notified and the prescription modified to account for the deficit. Nucletron was contacted to report the software bug.